Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller in doing so, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur, which the customer understood.